Manufacturer narrative:
Results: visual inspection of the returned product showed that one lens haptic is partially torn off and missing, and the lens optic is torn. Clear surgical residue debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It shoudl be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a aa4203tl single piece silicone lens with toric optic and the lens trailing haptic tore. The incision was slightly enlarged, and the lens was cut into pieces to remove from the eye. No suture was required to close the wound. Surgery was completed with another lens.